Event description:
During dialysis the pt developed atrial fibrillation progressing to ventricular fibrillation. Defibrillation was attempted with a medtronic physio control lp 9 defibrillator fitted with a mfrs adaptor to allow the use of defibrillation/pacing pads. The acls rn managing the code preferred paddles and connected the paddles to the fitting for the pad cables. The paddles will not function in this configuration and defibrillation was delayed for 2-3 minutes while another defibrillator was obtained. This problem is reported because the paddle connector should never have fit the pad cable connector. This, in the opinion of the reporter, is a significant engineering oversight and directly led to delay in treatment of this pt.